Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the star head was broken off during the initial insertion. There were no adverse consequences to the patient. This report is for one angled stardrive screwdriver t8 with sleeve/self-retaining. This is report 1 of 1 for (B)(4).

Event description:
1/9/2020. Device report from china reports an event as follows: it was reported that on an unknown date the star head was broken off during the initial insertion. There were no adverse consequences to the patient. Unk - guides/sleeves/aiming: sleeve, unk - insertion instruments: connecting/coupling screw: spine, and unk - screws were added in the concomitant products section. -updated ed for the concomitant devices reported: unknown holding sleeve (part# unknown, lot# unknown, quantity 1), unknown handle with large quick coupling (part# unknown, lot# unknown, quantity 1), unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one angled stardrive screwdriver t8 with sleeve/self-retaining. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description w/concomitant devices reported. D11: concomitant devices provided for reporting. H3, h6: investigation summary the complaint is confirmed as we are able to confirm the breakage of the instrument based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.